Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient received anti-tachycardia pacing therapy due to the incorrect interpretation of supraventricular tachycardia as ventricular tachycardia. Programming changes were discussed. The physician elected not to make any changes due to the patient being asymptomatic. The patient was in stable condition.